Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mdoerately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 1013 kilopascals, the balloon ruptured. No debris remained in the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm proximal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mdoerately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 1013 kilopascals, the balloon ruptured. No debris remained in the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.